Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient failed to bolus and incorrectly calculated the dosage).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) over 500mg/dl with extreme dehydration, low blood pressure, kidney issues, rapid, deep breathing, and extreme drowsiness. The patient was hospitalized and treated with IV fluids. Customer support (cs) completed troubleshooting and all settings are correct. Troubleshooting showed that the patient failed to bolus and there was an incorrect manual calculation of the dosage. This report is being made due to training misuse history settings issue.